Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found unconscious at home. The patient was admitted to the hospital while receiving cardiopulmonary resuscitation by the emergency doctor. The patient subsequently expired. The system controller log files showed a disconnected driveline. No additional information was provided.

Manufacturer narrative:
Section d4, h3, h4: additional information. Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a driveline disconnect and pump stop. A specific root cause for these events could not be conclusively determined. (B)(6) was returned assembled with the full length of the pump cable. The modular cable was not returned with the device. The sealed outflow graft and bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the submitted log files captured a driveline disconnect and pump off event. However, the onset of the events was not captured, and a root cause of the events could not be determined. Furthermore investigation of the pump motor revealed a failure in the phase current bearing 1 (i1) that aids in rotor levitation; however, a specific root cause for this failure could not be determined through this evaluation. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm for 10 seconds or more and notes that changes in patient conditions can result in low flow. Finally, this IFU and the heartmate 3 lvas patient handbook contain information on all system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.